Event description:
A report was received that the patient was experiencing hypersensitivity creating an uncomfortable stimulation afer undergoing magnetic depression therapy. The patient underwent an ipg replacement procedure and was doing well.

Manufacturer narrative:
Model #: sc-1200 sn: (B)(4). Device evaluation indicated that the ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient was experiencing hypersensitivity creating an uncomfortable stimulation afer undergoing magnetic depression therapy. The patient underwent an ipg replacement procedure and was doing well.